Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The part and lot numbers are unknown; therefore the device history records could not be reviewed. These devices are used for treatment. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Therefore a definitive root cause for the complaint cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing a failed implant.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It is now known that the patient was revised.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. Operative notes from the revision surgery indicate loosening of the tibial component. It was noted that fifty percent of the tm material appeared to have fibrous ingrowth. The femoral and patellar components were noted to be in good condition and were left alone. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Other devices used: catalog #42502206201, persona cr porous femoral component, lot #62691354. Catalog #42512000510, persona vivacit e articular surface, lot #62607946. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Primary operative notes received indicate severe degenerative joint disease of left knee. Patient has advanced lateral compartment osteoarthritis and lesser degree of osteoarthritis in the patellofemoral and medial compartments of the knee. Moderate joint effusion with moderate-sized baker cyst is present. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
.